Event description:
It was reported that while in the cardiac operating room, the md inserted the intra-aortic balloon (iab) via a sheath into the patient's femoral artery. After the iab was inserted, the attending perfusionist noticed a minute amount of the patient's blood in the iab lumen. The md decided to leave the balloon in place as there were no alarms. The patient died. Additional information received on (B)(6) 2012 from rn, (B)(4) stated, "the patient outcome was not favorable, however, the staff do not feel that the iab contributed to the patient's demise." Information also received on the same day stated it is the opinion of (B)(6) cardiac perfusion, cardiac operating room, that "the possible balloon puncture was most probably caused by the patient's calcified arterial anatomy."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.